Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm 31 occurred during basal delivery. Additionally, it was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred. Customer was unable to clear the alarm and reverted to an alternate method of insulin therapy. As a result of these issues, customer¿s blood glucose level was between 400 mg/dl and "high" per continuous glucose monitor readings with trace ketones. High bg was addressed with a correction bolus.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged cartridge alarm 31 was verified, however, the false temperature alarm was not.